Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as " glue of the distal end nozzle peeled off." Was caused by stress of repeated use, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: there is a warning in the instruction manual (operation manual) ¿chapter 3 preparation and inspection 3.2 inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the duodenovideoscope exhibited peeling nozzle tip adhesive. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.